Event description:
It was reported that when using the BD Pyxis¿ Anesthesia Station ES, the machine repeatedly switched to a blue screen during cases and required unplugging to reboot. The issue occurred multiple times that day.The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.